Event description:
It was reported that the customer had a motor error alarm on the insulin pump about 2 months ago. Customer stated that his blood glucose level was between 100 and 150 mg/dl. Customer stated that the pump was not dropped or exposed to magnetic fields. Customer did not push the esc button during the bolus delivery. Customer declined pump replacement. Customer was advised to monitor the pump. Pump passed self test. Customer also had differences between sensor glucose and blood glucose readings. Customer is treating based only on blood glucose level not on sensor glucose readings. Customer was advised to calibrate only when stable. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.